Manufacturer narrative:
Concomitant medical products: 150ml b. Braun bag ndc 0264-1800-32 diltiazem. The customer¿s report of an over infusion of cardizem was confirmed to have occurred on concomitant pump module sn (B)(4). The suspect pump module for this report, sn (B)(4), was confirmed to have a failed upper pressure sensor resulting in error code 240.4150. Physical inspection of the device showed no issues related to the reported over infusion. Analysis of the pcu event log shows that the infusion was initially programmed on pump module sn (B)(4). The infusion was interrupted by an alarm for error code 240.4150. The clinician attempted to continue the infusion but the error recurred. The infusion was restarted on pump module sn (B)(4) with a programming error then causing the reported over infusion. Testing of pump module sn (B)(4) resulted in a ¿check IV set¿ alarm, determined to be due to a malfunctioning upper pressure sensor. The root cause of the pressure sensor malfunction was not identified.

Event description:
The customer reported that a patient in the ER was started on a continuous infusion of cardizem 125 mg in nacl 0.9% with an intended rate of 5 ml/hour and a volume to be infused of 125 ml. The medication infused five times faster than it should have. The patient was admitted to the ICU with no adverse symptoms. The devices were received with the tubing observed to be properly loaded in the device.

Manufacturer narrative:
150ml b. Braun bag ndc 0264-1800-32 diltiazem. The customer¿s report of an overinfusion of cardizem was confirmed to have occurred on concomitant pump module sn (B)(4). The suspect pump module for this report, sn (B)(4), was confirmed to have a failed upper pressure sensor resulting in error code 240.4150. Physical inspection of the device showed no issues related to the reported overinfusion. Analysis of the pcu event log shows that the infusion was initially programmed on pump module sn (B)(4). The infusion was interrupted by an alarm for error code 240.4150. The clinician attempted to continue the infusion but the error recurred. The infusion was restarted on pump module sn (B)(4) with a programming error then causing the reported overinfusion. Testing of pump module sn (B)(4) resulted in a ¿check IV set¿ alarm, determined to be due to a malfunctioning upper pressure sensor. The root cause of the pressure sensor malfunction was not identified.

Event description:
The customer reported that a patient in the ER was started on a continuous infusion of cardizem 125 mg in nacl 0.9% with an intended rate of 5 ml/hour and a volume to be infused of 125 ml. The medication infused five times faster than it should have. The patient was admitted to the ICU with no adverse symptoms. The devices were received with the tubing observed to be properly loaded in the device.